Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was showing comm loss with the bedside monitors (bsms) on one sector. The customer un-monitored then re-monitored the bsm. After this, the bsm was no longer appearing as a selection. Technical support (ts) asked the customer to check and see if the ip address was correct, change the cable, remove the hit bomb, and if needed, change to another bsm to see where the break in communication could be. No patient harm or injury was reported. Investigation summary: the failure mode for this event is unknown. Ts advised the customer of multiple troubleshooting measures. The customer was to perform the troubleshooting and return the call if further assistance was needed. Multiple attempts were made to the customer to obtain further information with no response. A review of cns serial number finds no recurrence of the reported issue. As such, it is likely the issue of communication loss had been resolved without additional support from nk ts. It is likely that a number of the troubleshooting steps were successful in resolving the issue or the issue was resolved by other means. Causes are likely to be related to settings, use error, or the hospital's network environment. As there were no requests for part replacements or repair, there is no evidence that the communication loss occurred as a result of an nk device malfunction. A complaint history review of the customer did not reveal any relevant complaint involving communication loss around the time of the event. No significant trends can be identified for the customer's account relating to comm loss.

Event description:
The customer reported that the central nurse's station (cns) was showing comm loss with the bedside monitors (bsms) on one sector. There was no patient injury reported.

Manufacturer narrative:
The customer un-monitor and re-monitor the bedside. After doing this, the unit no longer appeared as a selection. Technical support (ts) asked the customer to check if the ip address is correct, change the cable/ remove hit bomb and if needed to change the device to a different bedside to see where the break in communication is. The customer will check these and reach out again if needed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they're getting a communication loss (comm loss) error on one of the sectors of the central nurse's station (cns). There was no patient injury reported.